Event description:
Revision surgery - due to the humeral stem loosening.

Manufacturer narrative:
The reason for this revision surgery was due to the stem loosening. The previous surgery and the revision detailed in this investigation occurred over 7 months apart. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. The device was within it's expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the stem loosening. The root cause of this complaint was a revision surgery due to the stem loosening. There are many factors that may contribute to the event that are outside the control of djo surgical are loose joints from degenerative tissues, incorrect implant selection or improper surgical technique. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.